Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was challenging throughout the procedure. One clip was successfully implanted on the tricuspid valve. To further reduce tr, an xt clip was inserted. It was noted the clip became stuck in chordae but was able to be removed without causing damage. Grasping was then performed but it was observed one of the grippers would not lower. Therefore, the clip was removed replaced. An xtw was inserted, but this clip also became caught in leaflets. The clip was able to be freed and was deployed. However, after deployment, it was observed the clip detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported clip caught in anatomy was due to procedural circumstances. The reported difficult imaging was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.